Event description:
During dialysis, air bubbles in catheter; catheter was a double lumen catheter. The air went to the machine and not to the pt. After changing the bd q-syte, the problem was resolved.

Manufacturer narrative:
The sample has not been rec'd to date; if the sample is rec'd, a supplemental report will be filed. (B)(4).